Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. During a routine follow up, an x-ray was performed and a lead damage was observed. Data was also sent to boston scientific technical services (ts) and it was also noted high out of range pacing impedance measurement. A replacement surgery will be schedule according to physician. At this point, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. During a routine follow up, an x-ray was performed and a lead damage was observed. Data was also sent to boston scientific technical services (ts) and it was also noted high out of range pacing impedance measurement. A replacement surgery was performed. It was noted, after surgery, that this ra lead was fractured. No additional adverse patient effects were reported. Lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 287 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic damage. Analysis concluded that the clinical observations of pacing impedance high out range and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. During a routine follow up, an x-ray was performed and a lead damage was observed. Data was also sent to boston scientific technical services (ts) and it was also noted high out of range pacing impedance measurement. A replacement surgery was performed. It was noted, after surgery, that this ra lead was fractured. No additional adverse patient effects were reported. Lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. During a routine follow up, an x-ray was performed and a lead damage was observed. Data was also sent to boston scientific technical services (ts) and it was also noted high out of range pacing impedance measurement. A replacement surgery will be schedule according to physician. At this point, this ra lead remains in service. No adverse patient effects were reported.